Event description:
Boston scientific received information that the patient implanted with this device system was presented in the emergency room following syncope and receiving tachycardia therapy. Additional information was sought from the local area sales representative, however, at this time additional information was not available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.